Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant products: cer bioloxd option hd 36mm catalog#: 650-1057 lot#: 176680; g7 neutral e1 liner 36mm d catalog#: 010000856 lot#: 3563211; g7 finned 3 hole shell 50d catalog#: 110017102 lot#: 3589871; cer option type 1 tpr sleve -3 catalog#: 650-1065 lot#: 835990. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04581, 0001825034-2017-04599, 0001825034-2017-04600 & 0001825034-2017-04601.

Event description:
It was reported that the patient alleged to left hip popping sensation. The patient has improved since last visit.